Event description:
It was reported that oversensing noise was observed on both the right atrial (ra) and right ventricular (rv) lead channels of this implantable cardioverter defibrillator (ICD) system. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Ts reviewed the stored signal artifact monitor (sam) episodes and noted the rv lead exhibited high out of range pacing and shock impedances and the ra lead also exhibited low out of range pacing impedances. It was noted the patient had an ablation procedure the day prior. Ts determined that both leads showed respiratory sensor oversensing. Ts discussed possible causes and recommended for an in-office evaluation be performed. No additional adverse patient effects were reported. The ICD and both ra and rv leads remain in service.